Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the up arrow, down arrow and ok keypad buttons were intermittently responsive. All keypad buttons did not have normal spring back and click. There was evidence of contamination found under the key contacts.

Event description:
The patient contacted animas on (B)(6) 2012, stating the ok keypad button was intermittently unresponsive. It was reported that the keypad rubber had peeled from the ok button to the up button exposing the metal underneath. The patient claimed that showers were taken while wearing the pump. The patient reportedly cleaned the pump with a q tip and kept a skin on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.